Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated sensing integrity counter (sic) level and high thresholds. It was noted that the patient experienced shortness of breath and chest pain. The rv lead remains in use. No further patient complications have been reported as a result of this event.